Manufacturer narrative:
Device used for treatment not diagnosis. Unknown cannulated screw. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one unknown 6.5mm cannulated screw.

Event description:
An inter-trochanteric non-union from a previous proximal femoral fracture was reported. The fracture was treated on an unknown date with a synthes 2 hole dhs plate 135 degrees, standard barrel with 2-4.5mm cortex screws in shaft 6.5mm cannulated screw placed above for anti-rotation. All implants were removed successfully. A proximal femur valgus osteotomy was performed and a synthes adult osteotomy plate was placed. This report is on an unknown screw. This is 3 of 3 reports for (B)(4).